Event description:
The complainant stated that the patient was brought over from surgery post operative CABG procedure on iab therapy. The pumping was started on 1:1 frequency with linear 40cc iab catheter and the patient was stable. After approximately 3 hours the post operative nursing staff began to get rapid gass loss alarms and were unable to pump the patient. No blood was noted in the helium gas line. The pumping would resume briefly and then subsequent rapid gass loss alarms would occur. The physician put the patient in 1:2 frequency and the alarm abated but the patient was symptomatic with the reduction in therapy and required more pharmacological support. The balloon was discontinued the next day and the nursing manager wanted the balloon inspected related to the adverse event with the patient. Updated (B)(4) 2013 - the patient has since passed away.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found in the exterior of the catheter and between the catheter and sheath. The extension tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.5 cm from the iab tip. Product evaluation - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Conclusion. The reported problem could not be duplicated during testing. We are unable to determine when the kink occurred, however if the kink occurred during the procedure it could restrict the gas flow through the iab which could cause the reported alarm. A review of the device history does not indicate any lot specific issues. (B)(4).